Event description:
This report summarizes 4445 death events. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided.Of the reported 4445 death events, all of the 4445 involved a Cause of Death Unknown.Type of Procedure: Left Atrial Appendage Closure.Age Range: 24 to 109 years.Patient Sex: Female 41.33%; Male 58.67%. Boston Scientific received notification of events for the Watchman LAAC device reported in the Left Atrial Appendage Occlusion Registry (LAAO) Registry, Watchman SURPASS clinical study to assess long-term safety and effectiveness outcomes associated with the use and implantation of the WATCHMAN FLX Left Atrial Appendage (LAA) Closure Device with Delivery System in a routine clinical setting. This surveillance analysis utilizes data captured in the Left Atrial Appendage Occlusion Registry (LAAO Registry) within the American College of Cardiology Foundations (ACCF) National Cardiovascular Data Registry (NCDR). The implant procedures were performed from (b)(6)2020 to (b)(6)2022. The following events count the long-term follow-up outcomes from year 3 up to year 5 as captured in the Centers for Medicare and Medicaid Services (CMS) data. The total number of NCDR patients who were linked between NCDR data and CMS data is (b)(6). Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient, but are captured separately under the terms of the summary reporting guidelines. Under the terms and conditions of the Registry, data is anonymized before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information previously reported as a spontaneous complaint. The registry does not provide a causality relationship for each reported event to the device. No further information is available to BSC.

Manufacturer narrative:
Reporting Quarter: Q2 2026: April 1, 2026 to June 30, 2026.Summary of Adverse Events: This report summarizes 4445 death events for all BSC devices reported in the WATCHMAN FLX SURPASS Registry. Device relationship to the events reported is not provided.Devices reported followed by the ProCode: WATCHMAN FLX, NGV.Time Frame of Event Date Collection: 05AUG2020 to 31DEC2024.Total Number of Patients: 48510.Device Evaluation: Under the terms and conditions of the Registry, anonymized data was provided. No products were returned as part of the Registry. It cannot be determined if these events have been previously reported or if the devices were returned for analysis as part of a previously reported spontaneous complaint. However, the events reported were anticipated in nature as defined by the "Potential Adverse Events" list in the FDA-approved Instructions for Use (IFU).Registry Name: WATCHMAN FLX Device SURveillance Post Approval AnalySiS Plan (WATCHMAN FLX-SURPASS)Contextual Summary of Analysis: The 4-year outcomes after WATCHMAN FLX implant found during this analysis are in line with what is expected based on published literature. The mortality rate identified (32.15%) is within literature rate range estimated from 32.0% to 36%1,2. The ischemic stroke rate identified (5.15%) is within literature estimated range from 4.4%1 to 5.4%1.2. The hemorrhagic stroke rate identified is (0.99%), which is slightly above literature estimated range from 0.64% to 0.66%1,2. However, hemorrhagic stroke is a low-frequency outcome, and the magnitude of difference is not considered clinically significant. In addition, the 5-year hemorrhagic stroke rate in literature (0.97%)2 is nearly comparable across analyses. Differences in hemorrhagic stroke rates are more likely attributable to patient-level factors, including baseline bleeding risk, comorbidities, and antithrombotic medication use, rather than to the WATCHMAN FLX device. Lastly, the major bleeding identified rate (11.3%) is within literature estimated range of 13%2. Overall, the 4-year outcomes observed in the SURPASS-CMS linked analysis are consistent with published evidence and support the expected long-term safety and effectiveness profile of WATCHMAN FLX in real-world LAAC patients. References:1. Higgins AY, Zimmerman S, Wang Y, et al. Long-Term Outcomes Following Left Atrial Appendage Occlusion in Medicare Beneficiaries: Outcomes From the National Cardiovascular Data Registry. J Am Heart Assoc. 2025;14(16):e039780.2. Zeitler EP, Bian B, Griffiths RI, et al. Long-Term Clinical Outcomes Following the WATCHMAN Device Use in Medicare Beneficiaries. Circ Cardiovasc Qual Outcomes. 2024;17(10):e011007.Detailed product information was not provided to BSC. Because the product is unknown at this time, we are unable to provide the complete Unique Identifier (UDI) # and other specific product information.